Manufacturer narrative:
This complaint is still under investigation.

Event description:
**Update** (B)(4) 2013- upon medical record review by a medical professional, it was discovered that the patient suffered from impingement. The cup, stem, and sleeve have been reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges abductor muscle repair, metal wear and elevated metal ions. Updated patient harms and patient's state. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2003 - dor: (B)(6) 2003 (right hip).